Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b. The reason for the revision reported cannot be determined from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. Based on length of implantation, the reason for revision appears unlikely to be secondary to prosthesis wear. However, the reported prosthesis wear/failure could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: (B)(6)- 02-020-11-0250 - truliant ps cem fem ps cem left sz 5; (B)(6)- 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t; (B)(6)- 200-07-35 - advanced patella 35mm 3 peg implant. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2021-00143. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 58 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, inflammation, joint effusion, and pain. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.